Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had received no help with the device and was unhappy. The device shocked the patient and she still had issues with leakage. It was indicated the patient had an appointment to see her physician next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.